Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00012 (collagen corporation). This is the first MDR submitted for the first suspect product. A physician reported an adverse event involving the use of bovine collagen for intradermal augmentation. The pt was skin tested in 1999 with negative responses. In addition, the physician treated the pt with 0.5 ml of one formulation of the product in the nasolabial lines, and with 0.5 ml of a second formulation of the product in the upper lip. Some time in november, the pt developed intermitted erythema and swelling at all implantation sites. The physician wrote, "allergic reaction occurred approximately 1 month after treatment despite negative test doses". The test sites reacted at the same time. Initially, unidentified oral antihistamines were used to treat the local symptoms, and were ineffective. On 10 january 2000 the dr prescribed a short course of unidentified oral steroids. It was noted that the pt displayed systemic symptoms of headaches, nausea and arthralgia. The diagnosis for the arthalgia was given as "non-specific arthralgia". The etiology for the headaches and nausea was "drug related (antihistamines)". The physician stated that the systemic symptoms were not product related. The pt is an airline stewardess and is subjected to frequent flying and climate changes.